Manufacturer narrative:
(B)(4) migration is not specifically addressed per the IFU. Product or images were not returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. The physician commented that difficulty was anticipated due to the patient's anatomy. Without imaging or additional information it is difficult to comment on the patient's suitability for evar. However, the patient's common iliacs were aneurysmal and larger than the indicated 7.5-20mm in diameter. Inadequate distal sealing likely resulted in migration and the reported endoleak. Asymptomatic limb occlusion was reported at follow-up and physician decided to keep under observation. We are unable to comment on possible contributing factors related to the limb occlusion as it is difficult to determine the success of treating the device migration and endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.

Event description:
An (B)(6) male patient underwent aaa repair on (B)(6) 2010. The patient was not suitable for endovascular repair because the right access route was crooked extremely, and also both sides of common iliac artery has aneurysm. (Right 50mm over, left 30mm over). The physician exchanged the access route at right to left. During inflation of the balloon, the physician recognized the ipsilateral leg (tfle) was migrated. The physician did angiogram and confirmed type I endoleak at the left iliac leg. So he embolized the left internal iliac artery and placed the iliac leg (tfle) at the left external iliac artery. Finally the physician placed another manufacturer's stents for long term prevention and ended the procedure. However, the patient did not experience any adverse effect due to this occurrence.